Event description:
It was reported that the ilet issued repeated alert 38 motor stall notifications, which the user cleared by restarting the pump, and difficulty inserting the cartridge was noted during a supply change while traveling; the issue was resolved after a dry run and full supply replacement, and a goodwill order for replacement supplies was sent. Symptoms included hyperglycemia that stabilized after troubleshooting. Outcomes included no lasting health consequences or impact. Investigation included interviews with the user and analysis of user-provided information. Investigation of this case revealed a mechanical problem consistent with consecutive stalled motor alerts associated with the infusion and cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.